Event description:
Customer states the received a reading of 86 mg/dl at 0700 on his aviva system and took his normal dose of metformin at that time. At 1030, the customer passed out. The ambulance was called and arrived at 1045, where the customer was tested at 225 mg/dl on the paramedic's meter. Customer was then tested by the paramedics on his aviva and they obtained a reading of 65 mg/dl. Readings were taken within 5 minutes. Customer was not treated by the paramedics. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.